Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 oct 2025 has been used as a placeholder. Note investigation summary: during level 1 pci testing, the pump did not turn on the dc or ac due to the damaged chassis which did not allow proper connection between cpu and power supply. Chassis has been replaced. Battery was not installed. New battery installed and changed battery. Probable cause: damaged chassis.

Event description:
Event occurred regarding a plum 360 where the reporter stated that the pump¿s battery had to be removed as it has overheated and producing smoke. The pump was off and unplugged from the power outlet located in the head nurse's room at the time of the event. There was no reported patient involvement.